Manufacturer narrative:
(B)(4). Additional information: on an unreported date, dianeal therapy was performed for one day before it was discontinued, and the patient was restarted on hemodialysis therapy. It was reported the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for peritonitis. The patient received an unspecified antibiotic (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had not recovered from peritonitis. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The date of the event was reported as an unknown date in 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.